Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damaged. Customer's blood glucose was unknown mg/dl. The customer forgot he had the device and went into the water. The customer reported that there is fluid under the lcd display. The customer stated that the device was not dropped and no cracks. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with moisture damage on the liquid crystal display circuit board, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.